Event description:
It was reported that "tip of dilator is narrow pointed and that is why it is difficult for insertion at femoral sight of the patient".

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for evaluation. Visual inspection revealed a slight bend in the dilator body. No other defects or anomalies were observed on the returned device. The overall length of the dilator body measured 6.77" which is within specification of 6.75-7.25" per product drawing. The outer diameter of the dilator was measured in three different locations along the body to check for consistency. Near the hub measured .083", in the middle measured .084" and by the tip measured .084". These are within specification of .082-.085" per product drawing. The inner diameter of the tip measured .041" which is within specification of .039-.041" per product drawing. An inventory guide wire similar to the size as provided within this kit was able to pass through the returned dilator with minimal resistance. Though the customer described the defect as found in use, a query was completed on the final kit provided to rule out any prior packaging issues. No defects of dilator body deformations were found in the query. A DHR review was completed with no relevant findings. The IFU provided with this kit tells the user "perform skin wheal using desired needle" before placing the dilator and to "advance assembly into vessel with slight twisting motion to desired position". The customer complaint of dilator damage is confirmed through this investigation. There is a slight bend to the dilator body. However, the returned device met all relevant dimensional specifications and a DHR was performed with no relevant findings. Though the customer described the defect as found in use, a query was completed on the final kit provided to rule out any prior packaging issues. No defects of dilator body deformations were found in the query. Since the defect of the device was found in use, the most likely root cause of this defect is use error. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates dilator body/hub damaged - found during use.

Event description:
It was reported that "tip of dilator is narrow pointed and that is why it is difficult for insertion at femoral sight of the patient."